Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had the "syringe tip crack.". Patient contact occurred. No injuries were reported.